Manufacturer narrative:
Evaluation results: (root cause of the reported removal difficulties could not be confirmed as no images of the removal difficulties encountered were provided for review.) No results available since no evaluation performed (device not provided for review) evaluation conclusion: unable to confirm complaint (device not provided for review). (B)(4).

Event description:
An attempt was made to use a complete se self-expanding peripheral stent in a patient. The target lesion, located in the profunda femoralis artery exhibited 70% stenosis and was pre-dilated. The device was inspected and prepped prior to use with no abnormality noted. No issue was encountered during delivery of the device to/across the lesion. However it was reported that after deployment of the stent, during removal of the device, the tip of the delivery system got stuck on the deployed stent which moved slightly. It was reported that the stent was post dilated with an admiral xtreme balloon catheter. No patient injury or clinical sequelae were reported. Cine image: one still images related to this event was received for evaluation. The still image provided confirmed two self-expanding stents a 6.0 x 40mm and a 4.0 x 40mm were deployed in the vessel. The still image shows that the stent appears to have conformed to the vessel shape. It also appears to show that one of the marker bands of the 4.0 x 40mm stent may be slightly misaligned.